Manufacturer narrative:
Customer complained of crack in pump. Device passed displacement test and the p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, battery cap contact missing, battery tube threads cracked, cracked case battery tube, cracked case corner of belt clip rails, and pillowed keypad overlay. Confirmed customer complaint of crack in pump.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery compartment. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. Customer stated infusion set and reservoir did not show signs of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.